Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was returned unrepaired per customer request. It was noted that the device was not needed for inventory and the unit will be scrapped.